Manufacturer narrative:
Additional narrative: patient information not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), 03.812.003/ lot# 8800807, manufacturing date: 07.mar.2014, no ncrs was generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal fusion from t10 to the ilium, the following events occurred. While the surgeon was working at an unknown lumbar level, the tip of a t-pal trial spacers broke off into the t-pal spacer applicator knob. This event occurred twice. The tip of a t-pal spacer applicator inner shaft also broke off in a t-pal spacer applicator knob. Another part was immediately available for use. There was a 10 minute surgical delay related to the t-pal issues. During initial insertion of a screw at an unknown lumbar level, the tip of a holding sleeve broke off into the screw. The fragment tip was not retrieved and remained implanted in the patient. There was a 2 minute surgical delay related to the screwdriver sleeve issue. The surgery was completed successfully and no further patient harm was reported. The patient outcome was reported stable. No additional information will be available. This report is 6 of 7 (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. It was confirmed that part data 6 of 8 (part# 03.812.003/ lot 8800807) is not associated with this complaint. Mw-(B)(4) (MDR-(B)(4)) was submitted to the FDA on 1/19/2016 for this part. Medwatch will be retracted and this part will be void, created in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.